Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. It was noted that a ble reset was implemented to resolve the issue, however, the ble issue on the ICD persisted. There were no patient consequences reported.